Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), was followed-up due to a bruise at the implant site. During follow-up it was noticed the right atrial (ra) lead and the right ventricular (rv) lead were reversed. The decision was made to reconnect the ra and rv lead correctly, and all parameters were normal and within normal range. There were no adverse patient effects reported.